Manufacturer narrative:
Upon visual inspection, the ram brushings were found to be corroded. The device was repaired and returned to the user facility.

Event description:
It was reported that during inspection at the west distribution center ((B)(4)), the dual speed cement injection gun was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection at the west distribution center (stryker (B)(4)) the dual speed cement injection gun was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.